Event description:
It was reported that during surgery, the mesher it wasn't stuck in the mechanism; it remained free without getting caught in the gears. The handle was not stuck and was able to move up and down, and the comb was not damaged or bent. A third mesher was required to complete the surgery. The graft was not damaged. No additional unplanned skin graft was needed to complete the procedure, and no sutures were required. There was no patient impact, but an unknown delay occurred due to the preparation of a backup product. Due diligence is complete, and there¿s no additional information available.

Manufacturer narrative:
G2: foreign - event occurred in france. An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.